Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter without use of the controller. The coil was stretched; the physician was unable to push the coil out of the microcatheter with a guidewire or saline flush. Both segments of the coil were withdrawn together with the microcatheter, and removed in their entirety. There was no reported intervention or patient injury.

Manufacturer narrative:
The implant coil was returned for evaluation. The pusher wire was not returned. The majority of the coil was noted to be stretched, extending approximately 65cm, which suggests a tensile overload. The distal loops, 1.5-2 loops of the coil, were free of damage. The monofilament knot-tie was noted to be intact on the implant. Based on the returned device evaluation and the reported event details, the exact root cause cannot be determined; however, evidence of stretched coil damage to the implant indicates tensile forces were applied, which indicates the tensile strength of the monofilament was exceeded.